Event description:
A malfunction alarm identified as "malf 16" was reported by the customer. There was no reported impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections (mdi) as a backup therapy, and technical support arranged to replace the pump. Additionally, the customer was instructed to put the faulty pump into storage mode and return it using a pre-paid label within ten days, acknowledging the instructions provided.